Event description:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4). Reason for original complaint ¿ asr revision (B)(4) 2013 (querying). Right asr xl, reason(s) for revision: unknown. Update - received (B)(4) 2013 - reason for revision. Reason for revision: alval/soft tissue reaction. Update received: (B)(4) 2013 - added revision date: (B)(4) 2013.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4). Reason for original complaint - asr revision (B)(6) 2013 (querying) right. Asr xl. Reason(s) for revision: unknown. Update - received 8 march 2013 - reason for revision. Reason for revision: alval/soft tissue reaction. Update received: 20th november 2013 - added revision date: (B)(6) 2013. Update - added clinical trial number, additional reason for revision, patient details, a stem and filed out mw fields. (B)(6) 2014. Reason for revision: osteolysis.